Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the generator shows invalid instrument when connecting an electrode was confirmed. It was found that the 8 way socket assembly was corroded and was replaced to address the reported complaint. Further, the rf board, on/off switch mains and mains loom were also replaced due to corrosion. Also a software upgrade was performed, and the device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the components of the device. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported per customer that the vapr vue generator shows invalid instrument when connecting an electrode. No patient harm or delay reported. The unknown procedure was completed with a different generator.